Event description:
A pt presented in 2003 with moderate pain, moderate redness & watery discharge, os, associated with wear of focus night & day lenses. Pre-event corrected acuity reported as 20/20, os. Examinaiton revealed 2 central corneal ulcers, largest approx 2mm with staining. No anterior chamber reaction, no culture or photos taken. Rx'd vigamox for 7 days. 08/2003 follow up noted infiltrates less diffuse. Pt instructed to continue vigamox & added neomycin, polymyxin & maxidex. 1 week follow up noted continued photophobia, some improvement and instructed to cont. Meds. Visual acuity reported as 20/30 os using "old rx in spectacles." Ten days later follow up noted discontinue maxidex, but continue vigamox for 1 more week. Event resolved with faint scar, visual acuity not provided, pt instructed to resume wear of focus night & day lenses on daily wear basis. No further info is available at this time.